Event description:
The patient underwent a biopsy on her cervix. The following day, she had received a burn at the grounding pad site. The size of the burn was about the size of a dollar bill and was consistent with a partial-thickness burn to a full-thickness burn.

Manufacturer narrative:
The patient had to receive medical intervention to treat the wound that she had sustained. Because of this medical intervention and to be conservative, conmed electrosurgery is filing a medical device report. However, it should be noted that injuries of this nature are consistent with accessories such as grounding pads and cautery pencils as opposed to the electrosurgical generator themselves. There were certain aspects of the returned generator that was out of calibration, but the machine did operate as intended. The facility stated that the grounding pad was returned to (B)(6) for evaluation. Per a phone conversation with the facility's biomedical engineer, the skin was not prepped with any sort of solution, the settings are unknown, and the burn appeared a day later. The procedure took about thirty minutes, and the patient self-administered ointment, for which the doctor recommended continued use. The current status of the patient is unknown.